Event description:
It was reported that the actual pump reservoir volume was 14 ml; expected reservoir volume was 4 ml. No patient symptoms were reported. No device troubleshooting has been performed. A follow-up report will be sent if additional information becomes available to us.